Manufacturer narrative:
This report is filed may 4, 2016.

Event description:
Per the clinic, the patient reported experiencing bleeding, pain and drainage from the implant site. Upon presenting to the clinic, it was discovered the patient had an infection as well as a large area of skin loss resulting in extrusion of the device. Subsequently on (B)(6) 2016, the device was explanted.

Manufacturer narrative:
Per the clinic, the patient was prescribed oral antibiotics. This report is filed may 5, 2016.